Manufacturer narrative:
The instrument is operational. A field service engineer (fse) went on-site and replaced the printer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the printer on the coulter lh500 analyzer had a burning smell. The operator powered off and unplugged the printer. No death or injury occurred as a result of this event and medical attention was not needed.